Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the "on" button was pressed on the device for pumping, the "purge failure" (5) alarm occurred. After the alarm occurred, the device was replaced by another autocat2. No delay or interruption in therapy has been reported. After the therapy, a catheter for simulation was connected to the device for inspection, but the same alarm occurred. There was no patient death, serious injury or patient complication reported.

Event description:
It was reported that when the "on" button was pressed on the device for pumping, the "purge failure" (5) alarm occurred. After the alarm occurred, the device was replaced by another autocat2. No delay or interruption in therapy has been reported. After the therapy, a catheter for simulation was connected to the device for inspection, but the same alarm occurred. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "purge failure alarm" is unable to be confirmed. The root cause of the complaint is undetermined. If the part is received at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.